Event description:
The risk manager initially reports that the device stopped working while taking a graft, leaving 2 deep lacerations in the patient's thigh. The skin allegedly stuck to the device and was released by the surgeon. The risk manager later stated, during a telephone conversation, that she believes this could be the result of a technique issue with one particular surgeon.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.